Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left hip. Patient dislocated their hip and allegedly heard an audible clunking noise in their hip prior to dislocation. Surgeon aspirated and revised the patient's hip and dislocation of the ceramic head from the mdm ball.